Event description:
Treatment of a giant aneurysm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (5.00mm x 35mm) could not be released from the capture coil despite turning the delivery wire. The entire system (pipeline and marksman catheter) was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).